Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that they attempted to flush the line and noted bifuse was leaking. A small amount of blood was noted underneath the patient's neck. There is no report of patient harm.